Event description:
It was report by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the device would not fire. The case was completed with a new device and there was no consequence to the pt.